Event description:
It was reported that bd as lvp ss bag 20d low sorb material separated and leaked. The following information was provided by the initial reporter: tubing came apart at the bag spike while attempting to spike a medication bag containing a (B)(6) medication. Hazardous drug spill. (B)(6). 1. No harm to pt. 2. The tubing broke so yes, there was a leak.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
There is a big group of several complaints submitted together from the customer, all with the same photos. For this pr, (B)(4), the customer describes the problem of tubing came apart at the bag spike. On deeper dive, it appears there are no photos for this material, 24301-0007t. In reviewing the complaints, it appears the photo of separation has a white slide clamp, which corresponds to material 2420-0007. The material 24301-0007t has a blue slide clamp. There is no investigation available for this pr without a photo or a physical sample. Device history record review for model 24301-0007t lot number 24026150 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
Material: 24301-0007t batch#: 24026150 it was reported by the customer that tubing came apart at the bag spike while attempting to spike a medication bag containing a $9,000 medication. Verbatim: ref #(B)(4). Lot 24026150 ¿ tubing came apart at the bag spike while attempting to spike a medication bag containing a $9,000 medication